Event description:
Nurse reported customer was hospitalized for diabetes ketoacidosis. Self test reveled no delivery in alarm history and time off by one hr. Troubleshooting was performed and pump appeared to be operating normally. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.